Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated defibrillator was unable to detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The electrode pads were returned for evaluation. During our evaluation the electrodes failed the self test on an r series with the device prompting "check pads". However, this does not necessarily indicate that the pads were unable to be recognized by the device as stated by the customer. Therefore, this claim will be closed with no fault found. The unopened pads failed testing and were scrapped. The customer received a replacement set of electrode pads. Analysis of reports of this type has not identified an increase in trend.